Event description:
Solia s53 dislodged within 24 hrs post implant. It was explanted and replaced.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. Update on 19-jun-2025: no complaint on this lead! Complaint lead is (B)(4). Closing file.